Manufacturer narrative:
¿ One (1) photo was returned for investigation. Observed particles inside the syringe and at the corner of the blister packaging. Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. Due to is no sample returned to determine the foreign matter type, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Event description:
Dear (B)(6) this is to inform you that I am (B)(6) from (B)(6). I have purchased a box of 1ml syringe from your (B)(6). Now I seen that there is some foreign particle inside packed syringe. It¿s serious matter. Photo is attached with this mail. So please look into this matter thanks, (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ls 26x1/2in had foreign matter the following information was provided by the initial reporter: dear mam, this is to inform you that I am (B)(6). I have purchased a box of 1ml syringe from your othorised stockist shivangi medical agency sri ganganagar.now I seen that there is some foreign partical inside packed syringe.it¿s serious matter.photo is attached with this mail.so please look into this matter. Thanks (B)(6).